Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08932. It was reported that the patient presented for remote follow up via merlin.net with the right ventricular lead exhibiting over-sensing resulting in inappropriate anti-tachycardia therapy. The patient was seen in -clinic where a device interrogation found that both the right atrial and ventricular leads were dislodged due to twiddler¿s syndrome. Both leads were explanted and replaced. The patient was stable before, during and after procedure.